Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump and was informed to continue using the pump while contacting them again if any malfunction code recurs. The customer acknowledged and understood the instructions provided.